Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that after a completed cycle in the system 1 express processor, an employee removed a scope and sustained a burn. The user facility also stated that a strong odor had come from the processor.

Manufacturer narrative:
The system 1express was inspected and found to be operating properly. The cycle printout was reviewed and no issues were noted. The processor was returned to service and no additional issues have been reported. The employee subject of the reported event was wearing gloves and an apron but her arms were not covered. Steris performed in-service training on the proper use of the system 1express.

Event description:
The employee did not seek or receive medical treatment.